Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent a 2nd right knee revision due to loosening to the tibial component and instability. The surgeon reported osteolysis of the lateral posterior condyle. He indicated the tibial component had de-bonded from the cement and there was no cement bonded to the tibial component. The surgeon did not comment on the femoral component, though it was revised. The patella was retained. The patient was implanted with competitor knee system and competitor bone cement. Doi: (B)(6) 2014 (tibial, femoral, patellar components). Doi: (B)(6) 2014 (tibial insert); dor: (B)(6) 2016 (tibial and femoral components).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.